Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the rotalink advancer was returned for analysis. The brake button and advancer were microscopically and visually inspected. Inspection of the device revealed that the handshake connection was bent. The advancer knob was received tightened in a forward position in which it was possible that this caused the handshake to be damaged because the handshake wasn¿t covered by the housing. When the brake was visually inspected, it was noticed that the brake button was pushed into the housing and would not retract when depressed. The housing was opened to check for the brake and it was broken with the backside lying inside the advancer. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the brake defeat button could not be pressed. A rotalink¿ advancer was selected for use. During preparation, it was noted that the brake defeat button could not be pressed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.